Event description:
Event description guidant received information that this left ventricular pacing lead appeared on x-ray to be fractured. Guidant received subsequent information that this lead was explanted. During the attempted implant of 2 other guidant left ventricular pacing leads, the leads were unable to be implanted.